Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004 and a total left hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain and elevated metal ion levels. There has been no reported revision procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-03432 / 03434).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ not returned by attorney.

Event description:
Legal counsel for patient reported patient experienced pain and elevated metal ion levels. No revision procedures were alleged. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in operative notes reported that patient underwent a left hip revision procedure approximately thirty-two (32) months post-implantation due to dislocations and the presence of fluid. During the procedure, the modular head was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2013-03432/-03433/-03434 & 2014-00616/-00617/-00618).

Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004 and a total left hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain and elevated metal ion levels. There have been no reported revision procedures. This report is based on allegations set forth in patient&#38112;complaint and the allegations contained therein are unverified. Additional information received in patient's revision medical records noted a left hip revision was performed on (B)(6) 2007 due to dislocations and the presence of fluid. The modular head was removed and replaced. Medical records further noted a second left hip revision was performed (B)(6) 2011 due to dislocations and the presence of a pseudotumor with fluid collection, soft-tissue necrosis, effusion of the hip, clotty brown fluid, corrosion at the trunnion and cystic defects in the posterior wall. The modular head and acetabular cup were removed and replaced.